Event description:
It was reported that during a click'x removal procedure the handle broke and tip splayed on extraction pliers for click'x during removal of a head of a screw. Surgeon selected another set of pliers to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history record review was conducted. The manufacturing records were reviewed and no complaint related issues were found. A manufacturing evaluation was conducted. The investigation of the complained extraction pliers for click'x shows that the leaf spring is broken apart. Also found the tip of this instrument is completely worn out, which is an indication for often excessive use. Therefore this damage was caused due to repetitive sterilization in combination with high mechanical loads over the years. As one part of the leaf spring was not sent back for investigation, this complaint is indeterminate.